Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted, if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oer-4 had an e01 error when processing was starting. It was found that the water filter had not been replaced since (B)(6) 2018. The evis lucera elite gastrointestinal videoscope was cleaned and used without replacing the water filter. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely that the reprocessing was incorrectly implemented, as the water filter was not replaced over a long period of time. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd¿. Concerning replacement of the water filter, the following descriptions are found when the contents of the oer-4 instruction manual are confirmed. As a result, we determined the suggested event can be prevented. ¿7.2 replacing the water filter (maj-824)¿. Olympus will continue to monitor field performance for this device.